Event description:
It has been reported to philips that the system did not power on successfully. The issue was found outside of clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) confirmed that the system did not power on successfully. Rse instructed the customer to re-plug the disk and restart the device. The customer tried to restart but the system could not be started. Further the rse guided the customer to re-plug the host pc hard disk. After the customer re-plugged the host pc hard disk, the device returned to its full functionality. The codes were updated based on the investigation outcome.